Event description:
The customer reported an issue where the insulin gauge displayed a different amount than expected, with a fill estimate showing 4 units instead of the anticipated 168 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on the importance of removing air from the cartridge before filling it, and the customer acknowledged this step but chose not to load a new cartridge, opting instead to continue using the current one and follow up if necessary.